Manufacturer narrative:
The customer field safety engineer replaced the pm components which corrected the problem. Contaminated pm components could allow foreign material to enter the needles causing the blockage. It takes very little foreign matter to block a needle therefore this is not something that could be confirmed by examining the pm kit components. Therefor the exact root cause could not be determined at this time.

Event description:
During a renal cryoablation procedure, the physician performed the first 10 minutes freezing cycle using icesphere needles without any issues. During the second freezing cycle, the physician reported that the cryoprobes seemed totally clogged. The physician replaced the cryoprobes but without results. The physician remarked that the treatment was incomplete.